Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to fill the end section of the infusion set tubing resulting in delivery of air instead of insulin. Tandem technical support educated the customer regarding the proper fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level.